Manufacturer narrative:
The 26mm sapien 3 ultra valve was returned with delivery system partially inserted through the sheath. The valve was found 3.5 inches from the comnut of the sheath. The returned device was visually inspected for any abnormalities. The following abnormalities were observed through visual inspection: strut punctured through the sheath strain relief, two (2) struts were bent outward at the inflow, one (1) strut slightly bent outward at the outflow, post was expanded: bent strut was corrected at the inflow and outflow, valve frame slightly distorted, all struts exposed through the skirt which is normal after crimping and use. The struts were bent at the inflow and outflow, struts were exposed through skirt/leaflets wrinkled and dehydrated (inflow/outflow), and there was a strut punctured through the sheath strain relief: the valve was wrinkled and dehydrated, likely due to storage condition (prolong crimping) during the return handling process. The valve frame was slightly distorted with corrected bent struts. There was no functional and dimensional inspection performed due to the device return condition with the distorted frame. Imagery was provided by the site and revealed the following: patient's access vessel had presence of severe calcification and severe tortuosity. The struts appeared punctured through the distal sheath strain relief. The labeling IFU/training instructions and device preparation manuals for the commander delivery system with the s3/s3u transcatheter heart valve were reviewed. No labeling or IFU/training deficiencies were identified. A review of the work orders related to manufacturing of the devices and components did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review of work order related to manufacture of the valve was performed and revealed no other complaints relating to the complaint codes for frame damage. The bent strut on the frame was noticed during the procedural use, prior complaints related to "frame-deformed" (procedural event). All inspections are conducted on 100%of units unless otherwise specified. The frame components were 100% dimensionally and visually inspected by both manufacturing and quality. Although the complaint for "general risks -failure -frame damage" was confirmed, a complaint history review is not required. The issue has been previously identified in the product risk assessment (pra) which captures root cause analysis for the issue. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with difficulty to introduce and advance delivery system through sheath. There was no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. A product risk assessment escalation is not required. A pra has been previously initiated to assess risks associated with high push force of the commander delivery system with s3u through the esheath. Risk management documents the potential for difficulty to introduce delivery system and advance through sheath, resulting in procedural delay, which did occur during this event. As reported, "during a tf tavr with a 26mm sapien 3 ultra valve, there was resistance when advancing the devices into the 14fr esheath due to very calcified tortuous iliac and femoral. The delivery system made it to the partially expandable section. However, the valve got stuck in the esheath and perforated the light blue portion of the sheath shaft. They removed the whole system, and it was noted a tine bent on the frame". Additionally, the patient's access vessel had presence of severe calcification and severe tortuosity. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement. It is possible that the valve strut caught and punctured the sheath during the delivery insertion through the sheath, and the subsequent push force and retrieval resulted in the bent strut at the inflow and outflow. Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. "If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv delivery system", and "do not over-manipulate the sheath at any time. " these patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Corrective and preventative action has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transaortic valve replacement with a 26mm sapien 3 ultra valve, there was resistance when advancing the devices into the 14fr esheath due to very calcified tortuous iliac and femoral. The delivery system made it to the partially expandable section. However, the valve got stuck in the esheath and perforated the light blue portion of the sheath shaft. They removed the whole system; it was noted a tine bent on the frame. A new valve, delivery system, and esheath with 18fr dilator were used to successfully complete the procedure. The patient was reported to be doing well with no injuries. The devices will be returned for evaluation.